Event description:
It was reported that study patient who was recently implanted and was having suicidal thoughts and depression. No further relevant information has been received to date.

Event description:
Patient is being referred for explant due to vocal cord paralysis. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient has vocal cord paralysis. He had a visit to an ent who scoped him and found his left vocal chord to be paralyzed, with recommendation of speech therapy for 6-8 weeks.

Manufacturer narrative:
D. Suspect medical device; corrected information; supplemental MDR inadvertently omitted information know prior to submission.

Event description:
The outcome is recovering/resolving. The event of vocal cord paralysis is definitely related to implant procedure and not related to device and stimulation.

Event description:
The patient has been experiencing throat irritation since implant as well as worsening depression. The patient is scheduled to have their device removed. Patient has mild dysphonia related to implant. Patient has passive suicidal thoughts that are moderate in severity and probably related to implant procedure. No known surgical intervention has occurred to date.